Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, a response and op report were received from the health-care provider indicating that the device was explanted due to sizing not due to a malfunction of the device. Per the operative report, it was noted that the posterior leaflet was mildly restricted and the coaptation point of the mitral valve leaflets was now essentially underneath the posterior mitral valve annulus. The decision was made to place the patient back on cardiopulmonary bypass and re-cross clamp with a view to re-repairing the valve. The 34 annuloplasty band was excised. Sutures were again placed in the mitral valve annulus and the mitral valve downsized to a 30 mitral valve annuloplasty ring. The decision was made to leave the repair as is.

Manufacturer narrative:
Sizing issue. Method: device not returned. It was also indicated that the device is unavailable for return as it was discarded by the hospital. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. This is typically identified prior to going off bypass and therefore potential for injury is remote. In the case where the patient is taken off bypass, this may require extended operative and total bypass time, which increases the risk of the procedure. In this case, the op report indicated that this patient had two bypass runs and there was some concern regarding further cardiac damage especially to the right heart with a third bypass run. Her mitral regurgitation has been reduced from severe to mild.